Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had surgery on (B)(6) 2021 to wash out the incision area for a potential infection. The hcp reported that there was no other details known. No further complications were reported.